Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what was meant by, ¿the product stapled and cut in half¿ as this is the normal functionality of the device. What issue occurred with the device? Yes, the problem occurred in the blade xbb44b of the stapler. At the time of firing the load stapled and cut and in halfway it stopped. The blade didn¿t cut completely.

Event description:
It was reported that during a gastric bypass procedure, during the use of white load, last bypass firing, the product stapled and cut in half. The device was replaced by another white load which presented the same problem. They changed the stapler and a white load. The surgery was completed without other problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53d7c. The analysis results found that the ats45 device was received in good visual condition and with two tr45w cartridges present. The returned reload (b) was partially fired 1/2 which indicates that the device's firing cycle was interrupted. The returned reload (c) was partially fired 2/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.